Event description:
During a regular follow-up, two episodes recorded in device memory were selected to be printed. During printing, aida screen (follow-up data stored in device memory) was opened, and an error message was displayed (doctor watson message). The interrogation was stopped and the episodes were not printed. The patient file recorded on the programmer could not be opened, with the display of a second error message (sorin message: integrity of the software is unsure). Preliminary analysis concluded to a programmer software anomaly.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.